Event description:
Pt had to go to the emergency room, because they were waking up in the middle of the night freezing and whole body was numb and aching, as if blood was not circulating. Pt has been having sporadic headaches and body aches, stiff joints, can't focus when trying to do calculations at work, also hot flashes and other minor things. The dr said it was the amalgam fillings pt just had put in 3 weeks ago.